Manufacturer narrative:
The instrument has not been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported the spine clamp and the spine driver were both stripped. This issue was noted outside of a procedure, and there was no patient involvement.